Manufacturer narrative:
The field service engineer (fse) found that the exhalation flow sensor (evq) had signs of liquid contamination. The fse replaced the evq to resolve the issue. The ventilator has passed performance verification testing (pvt), extended self-test (est), and short self-test (sst) and is ready for use. The ventilator has been returned to the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator went into an inoperable condition. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.